Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a black foreign object was found in the tank after cleaning and disinfection with the reprocessor (oer). The scope with foreign object not used in the previous procedure endoscopic mucosal resection (emr). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified, in addition, it was confirmed that the tip of the nozzle where the foreign material remain was not deformed. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: a deviation from the instruction manual in the reprocessing procedure for the foreign material residue area. The event can be detected/prevented by following the instructions for use: instructions - reprocessing manual "chapter 5, section 5.5: manually cleaning the endoscope and accessories, clean the external surface¿. Olympus will continue to monitor field performance for this device.